Manufacturer narrative:
Complaint is confirmed. Functional testing not performed due to the damage to the device. Upon visual evaluation, it was noted that the tip on the distal end of the shaft is bent. The most likely cause of this condition is the excessive force used to pry and/or leverage the device. The cause remains misuse. Refer to investigation photos.

Event description:
It was reported that during an arthroscopy the suture broke off outside the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. On (B)(6) 2023 update dw further information were provided that the suture broke when the device was implanted inside the patient. It was also reported that all broken pieces could be retrieved.